Event description:
It was reported that revision surgery was performed due to disassociation. The insert disassociated from the tibial component when the patient went to stand from the seated position. The insert had been implanted approximately 10 months.

Manufacturer narrative:
Additional info was requested, but has not been received: 10/27/2009, 11/5/2009, 11/10/2009.